Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient underwent an unrelated surgical procedure in (B)(6) 2021 and the ipg was not placed into surgery mode troubleshooting was able to resolve that issue and ipg was recovered.